Event description:
Reports one patient with discrepant creatinine results. Initial result gave 144 umol/l, same sample repeated gave 90 umol/l. If additional info is received, appropriate notification will be provided.